Event description:
It was reported that during a total knee arthroplasty the blade broke . It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.